Manufacturer narrative:
The device was not returned to olympus, but it is expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the ultrasonic surgical device was being used for a hysterectomy, and at the beginning of the procedure, the probe tip fell out. It was picked up, but later into the procedure, the device started displaying multiple error codes including an "ultrasound level error." There was no report of patient harm. This report is linked to the patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d4. Update d9, h3, and h6 to account for product receipt and evaluation. Broken probe was confirmed to have been retrieved in its entirety; patient health was not impacted by the error. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The probe was broken at 15,7 mm from the distal end of the probe. There were scratches around the broken area. The surface of the broken area was inspected. The probe was broken from the scratched area. The distal end of the item was inspected under a microscope and detected scratches or contact marks at the non-insulated area of the grasping section. The broken piece of the probe tip was not returned. The tissue pad was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely mechanism(s) causing the reported event might be the following: 1. The tissue pad was worn out because the seal and cut was output with the gripper closed (including after the tissue was cut) without grasping the tissue. 2.since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. 3.the output was activated in seal & cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. 4.the device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. Also, an error occurred. 5.a force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.